Event description:
Boston scientific crm received information that the patient with this single chamber implantable cardioverter defibrillator (ICD) had a syncopal episode. The patient has sick sinus syndrome (sss). The device was explanted. The patient was upgraded to a dual chamber ICD to appropriately treat sss. No adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observation observation was not able to be confirmed.